Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly six pcu modules wont turn on, and keypad of one device was not working, therefore, the front case keypads will be replaced. There was no reported patient involvement.